Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system there was blood leakage on the extension tubing near the catheter base during cannula withdrawing.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7327618. Our records show that this is the only instance of defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: the sample submitted by the facility was subjected to leakage testing and found to have a leak originating from a small hole in the tubing. Root cause description: the wound in the tubing has characteristics that indicate the root cause for this issue is a broken pin in the manufacturing process that is responsible for the insertion of the tubing into the adapter. Rationale: bd will continue to track and trend for this issue.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system there was blood leakage on the extension tubing near the catheter base during cannula withdrawing.